Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, two heartstring seals did not deploy into the aortia and the third seal didn't unravel completely during removal process causing the anastomosi to tear. A side biter clamp was applied to repair the tear and redo the graft. No additional pt complications were reported. This report is for the seal that did not unravel completely and a side biter clamp was applied to repair the tear and redo the graft.